Event description:
The nurse replaced fentanyl syringe and propofol bottle. Propofol was running at 10mcg/hr also 3ml/ hr rn left room to answer a phone call and noticed that patient's a-line bp was dropping drastically and quickly. Rn returned to room and did a cuff bp which reflected the a-line pressure. Rn turned off propofol and decreased fentanyl to 10mcg/hr. The critical care management (ccm) team was called into the room and ordered 1l ns, which was given. The patient's bp continued to drop. Rn noticed that the new bottle of propofol was almost empty. The door on the chamber that the propofol was running though it was closed and off. Propofol was disconnected from patient and was noted to be still running and dripping onto the floor while pump was off and disconnected from patient. Levophed was needed for about 20 minutes. The pt returned to baseline function about an hour after incident.